Event description:
It was reported that crossing difficulties and chest tightness occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25x32mm promus element plus drug-eluting stent was advanced for treatment. During the procedure, the stent failed to cross the lesion and the patient had chest tightness and suffocation. This complaint was reported on january 7, 2021 but it was rejected. Fifteen days later, the physician was notified that the patient's angiography disc was needed; however, the hospital archive could not be obtained since the procedure was taken a long time ago. A physical device was uploaded as the basis. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable after the stent was withdrawn from the patient. The first report was submitted in error. Relevant details were missing from the information provided which changed the overall understanding of the event itself. The patient presented emergently. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 2.25x32mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion. The patient experienced chest tightness and difficulty breathing. When the device was withdrawn, the patient stabilized. The procedure was completed with a different device and there were no patient complications reported. Post procedure the patient status was stable.

Manufacturer narrative:
B5 describe event or problem and h6 impact codes: corrected.

Event description:
It was reported that crossing difficulties and chest tightness occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25x32mm promus element plus drug-eluting stent was advanced for treatment. During the procedure, the stent failed to cross the lesion and the patient had chest tightness and suffocation. This complaint was reported on (B)(6) 2021 but it was rejected. Fifteen days later, the physician was notified that the patient's angiography disc was needed; however, the hospital archive could not be obtained since the procedure was taken a long time ago. A physical device was uploaded as the basis. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable after the stent was withdrawn from the patient.